Event description:
Customer reports that he rec'd results of lo and 152 mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported, and no treatment rec'd. No quality controls were used on this vial of test strips. Requested return of suspect device, and replacement was sent.